Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, a mass was present on an echocardiogram and the patient was admitted for further evaluation to rule out a thrombus versus vegetation on the rv lead. There were no additional adverse patient effects reported. The rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, a mass was present on an echocardiogram and the patient was admitted for further evaluation to rule out a thrombus versus vegetation on the rv lead. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicated that the blood cultures were negative and there were no signs of systemic infection, it was concluded that the cardiac echodensity is most likely a thrombus.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, a mass was present on an echocardiogram and the patient was admitted for further evaluation to rule out a thrombus versus vegetation on the rv lead. There were no additional adverse patient effects reported. The rv lead remains in service.